Event description:
It was reported that the pump had a torn occlusion sensor seal. The user of the device was the wake-up service. There was unknown patient involvement, and unknown patient injury and unknown medical intervention.

Manufacturer narrative:
E1 - initial reporter phone (B)(6). The device was returned for root cause analysis and the investigation findings concluded after a visual inspection and functional check, the pump was found to have a bubbled downstream occlusion (dso) seal, missing temper seal, and broken display lens. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and display lens.